Event description:
Ous MDR - during a follow-up a shock impedance of 150 ohms was confirmed and both the lead and ICD were explanted. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two segments. Both parts were received for analysis. The morphology of the cuttings indicates, that the dissection of the lead most likely originated from the explantation procedure. The returned lead fragments were visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings which most likely resulted from the explantation procedure, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. During analysis no deviations were noted in the available lead fragments which might have led to the clinical observation. There was no sign of a material or manufacturing problem.